Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer administered a correction injection to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.